Event description:
It was reported during an trochanteric fixation nail (tfn) operative procedure using the aiming arm and compression set, the compression nut was not snapping in place correctly. The procedure was delayed 15 minutes. No additional information available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.